Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a filter retrieval procedure a detached filter limb was identified in the right pulmonary artery and one detached limb embedded in the ivc wall adjacent to the filter. The filter was retrieved as the two detached filter limbs remain in place. A filter limb retrieval procedure is planned, pending schedule. The patient reported to be asymptomatic.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the detached filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques

Event description:
It was reported that during a filter retrieval procedure a detached filter limb was identified in the right pulmonary artery and one detached limb embedded in the ivc wall adjacent to the filter. The filter was retrieved as the two detached filter limbs remain in place. A filter limb retrieval procedure is planned, pending schedule. The patient reported to be asymptomatic.